Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial events on episodes and oversensing of ventricular events. The ra lead remains in use. No patient complications have been reported as a result of this event.